Event description:
The pt was ami (contrary to IFU). The lesion was in the mid lad with no tortuosity and no calcification. After using a thrombuster, the penta was implanted. As there was noted a hazy part at the distal of the lesion, another company's stent was implanted at 16 atm for 10 seconds. As the penta was found to not be expanded enough, post-dilatation was performed with a balloon catheter at 12 atm for 10 seconds. But on angiogram, the penta was not seen, although the other company's stent was seen. The physician found the penta stent on the cath lab floor. The procedure was then closed. It is thought that the stent was dislodged at the time of set up.